Manufacturer narrative:
Investigation summary: this memo is to summarize findings on your complaint related to kit tb fluorescent stain kit m, catalog number 212519, batch number 3276184, complaint number (B)(4) for appearance. Components are mixed and blended (where required) and dispensed into containers. Following qc release, and based upon inventory demand, final packaging operations occur, which include dispensing into and labeling of final configurations, followed by transport to the distribution center. The complaint investigation included a review of the batch history record tb stain kit m. The batch history record review indicated no discrepancies. All release testing was satisfactory. Satisfactory appearance for auramine m component is ¿yellow suspension¿. By definition a suspension is ¿a mixture in which particles are dispersed throughout the bulk of the fluid¿. It is also defined as ¿a mixture in which all particles of a substance are dispersed throughout a gas or liquid. If a suspension is left undisturbed, the particles are likely to settle to the bottom. The particles in a suspension are larger than those in either a colloid or a solution¿. Complaint trends were reviewed for a period covering 12 months. During that time there have been no complaints for the defect in question for this product. One photo and short video attached in a leu of return. The photo depicts a bottle with yellow suspension with no visible label. The video shows the person inverting the bottle of auramine m (with yellow suspension) part number 212514, lot number 3241141, expiration date 2024/08/31. The retention sample from the complaint batch of tb stain kit m, tb auramine m component, was evaluated along with a control batch of tb auramine m. The solution appearance of the retention sample was comparable to the control and was a yellow suspension. This complaint is not confirmed. Bd will continue to trend on this issue. If you have further questions, please contact technical services.

Event description:
It was reported prior to use of bd bbl¿ tb fluorescent stain kit m there was white precipitate/sediment in the stain. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd bbl¿ tb fluorescent stain kit m there was white precipitate/sediment in the stain. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated: b5. It was reported prior to using a bd bbl¿ tb fluorescent stain kit m, there was white precipitate/sediment in the stain. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported prior to using a bd bbl¿ tb fluorescent stain kit m, there was white precipitate/sediment in the stain. There was no report of patient impact.